Manufacturer narrative:
(B)(4). The investigation was completed on 03/11/2016. The customer initially implicated b-hcg cartridge lot# a15286. However, on 03/01/2016 the customer returned b-hcg cartridge lot# a15313a as the affected lot for investigation. Customer returns and retain product was tested and are functioning according to specification. Lot# changed from b-hcg cartridge lot# a15286 to cartridge lot# a15313a.

Manufacturer narrative:
Apoc incident # (B)(4).

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive results on a(b6) female patient presented in the emergency room with groin pain. There was no additional patient information at the time of this report. The customer states that an ultra sound was done in the ER which verified that the patient was not pregnant. (B)(6). Based on the information available and internal control algorithms the event is reportable as a potential product malfunction although not confirmed at this time. There are no injuries associated with this event. The investigation is underway.